Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Reportedly, the customer miscalculated the carbohydrates in a meal consumed and delivered a bolus that was too large. To treat the low bg level, the customer consumed carbohydrates. At the time of the reported event, the customer's bg level had increased to 67 mg/dl, and the customer declined further assistance from tandem technical support.